Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued for treon power comm cable. Medtronic investigation finds the fischer connector shell is damaged in an out of round condition. Not able to connect to the mating connector. A continuity check revealed an open from pin 5 of the fischer connector to pin 2 of the db9 connector.

Event description:
A medtronic representative reported that the camera is cycling on the stealthstation treon system. She explained that she was able to swap the power comm. Cable with the cable from another system at the site and that resolved the issue. The cable does not display any signs of damage or wear. There was no patient present.